Manufacturer narrative:
(B)(4) . Date sent 7/22/2024 d4 batch # unk b3: only event year known: 2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown colon procedure, they fired the powered circular, and could not get it to detach from the patient. They did the two counter-clockwise turn, and it was still stuck. They then called the sales rep, and she had them do another half turn, they were then able to get the stapler out of the patient, but the anvil stayed in the patient, it was no longer attached to the stapler. They were able to eventually remove the anvil from the patient. No patient harm.